Manufacturer narrative:
B5: upon additional information, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis which was manifested by cloudy effluent and abdominal pain. The cause of the event was reported as "bedridden patient". The patient was not hospitalized for the event. On an unreported date, the patient was treated with meropenem injection (250mg, intraperitoneal, ongoing, frequency not reported) for peritonitis. At the time of this report, the patient was recovered from cloudy effluent and abdominal pain and was recovering from peritonitis event. Pd therapy was ongoing. No additional information is available.